Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc files 6x broke during use. According to dentist file was retrieved and reported about a root end surgery. Update and lot number has been requested for investigation.

Manufacturer narrative:
This report is a duplicate of MFR report # 9611053-2022-00500. Please disregard this report.